Manufacturer narrative:
The results of the investigation are inconclusive since the leads were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing episodes due to noise were observed on the atrial and right ventricular leads. All electrical measurements were normal and stable and previous x-ray imaging revealed no anomalies. The patient was in stable condition and will continue to be monitored. Related manufacturing reporting number: 2017865-2018-00502.